Manufacturer narrative:
It is now reported that there was no infection, only inflammation. This report is submitted on december 10, 2021.

Manufacturer narrative:
Correction: there was an infection. Per the clinic, the patient experienced chronic infection at abutment site that was treated with topical antibiotics (date not reported), however, the issue did not resolve. The abutment was removed on august 2021 (specific date not reported). The implanted device remains. This report is submitted on february 14, 2022.

Manufacturer narrative:
This report is submitted on october 1, 2021.

Event description:
Per the clinic, the patient experienced an infection. Additional information has been requested but has not been made available as of the date of this report.